Event description:
On (B)(6) 2025, the lay user/patient contacted lifescan (lfs) canada, alleging that her new onetouch verio reflect meter read inaccurately high and low compared to her feelings and/or normal readings and displayed an error 2 message (with sub error code 2) during testing. The complaint was classified based on the customer care agent (cca) documentation, since the patient could not be contacted for further information. The cca was advised by the patient that at an unspecified date/time 1 week prior to contacting lfs, the alleged error message began to appear, and she obtained an alleged inaccurate high blood glucose reading of ¿8.9 mmol/l¿ and an alleged inaccurate low blood glucose reading of ¿1.1 mmol/l¿ with the subject meter. It was not reported what medications, if any, the patient takes to manage her diabetes or if she made any changes to her usual diabetes management regimen as a result of the alleged issues. At an unspecified date/time after the alleged issues began, the patient reporting having symptoms described as ¿dizzy, woozy, distress, feeling funny and wasn't feeling well¿. In response to the symptoms, the patient stated she called an ambulance but did not specify the treatment received. The patient declined to provide further event information. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject and the correct testing process was being followed. The cca noted the test strip vial was intact, and the test strips had been stored correctly and were not expired or opened past their discard date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly required medical intervention for a possible acute complication of diabetes after the alleged meter issues began and it is not known what medical treatment the patient received. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. Also, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. In addition, lifescan conducted a strip lot evaluation and concluded that the complaints associated to this lot do not require escalation and no systemic issue was observed.